Event description:
The iab was inserted in a pt in very poor cardiac condition. The pump experienced helium leak alarms, so it was repurged several times, but the alarms continued. The iab was removed with no pt complications.